Event description:
It was reported that the patient slipped when exiting her car and presented four days later with noise on egm and inappropriate therapy. The device was explanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
Attempts were made to obtain additional information from the user facility regarding this event. The information submitted reflects all relevant data received. Notification that this event does not meet the user facility's reporting criteria will be filed internally if it is received after this report is submitted. Evaluation summary: no anomalies found. It was reported that the patient slipped when exiting her car and presented four days later with noise on egm and inappropriate therapy. The device was explanted. No patient complications were reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination device performed according to specifications device evaluated and alleged failure could not be duplicated shock, inappropriate noise.

Manufacturer narrative:
Attempts were made to obtain additional information from the user facility regarding this event. The information submitted reflects all relevant data received. Notification that this event does not meet the user facility's reporting criteria will be filed internally if it is received after this report is submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the patient slipped when exiting her car, and presented four days later with noise on egm and inappropriate therapy. The device was explanted. No patient complications were reported as a result of this event.